Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional and right inguinal hernia. It was reported that after implant, the patient experienced surgical revision, recurrence, loa, chronic pain.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional and right inguinal hernia. It was reported that after implant, the patient experienced recurrence, adhesions, and chronic pain. Post-operative patient treatment included revision surgery, removal of mesh, and abdominoplasty.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional and right inguinal hernia. It was reported that after implant, the patient experienced defective mesh, recurrence, adhesions, and chronic pain. Post-operative patient treatment included revision surgery, removal of mesh, and abdominoplasty.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional and right inguinal hernia. It was reported that after implant, the patient experienced defective mesh, recurrence, adhesions, inflammation, abdominal pain, and chronic pain. Post-operative patient treatment included abdominoplasty. Revision surgery, removalof mesh, hernia repair with new mesh, medication, and abdominoplasty.

Manufacturer narrative:
Additional information: a4, b5, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Addtional information: additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.